Manufacturer narrative:
The patient risks being injured by defective eva lifts. It is therefore necessary that all lifts are inspected and their condition reported back to handicare. Defective lifts will thereafter be taken out of service and upgraded with new masts and booms. A new improved design of pivot components on the lift has been implemented. The new design, which eliminates the detected risks, is a vital part of the implemented product

Event description:
It has come to the manufacturer's knowledge that the eva lift may show signs of wear at the pivot point between it's lift-arm and mast if exposed to abnormal usage, i.e. Heavy loads and large amount of lifts. The wear could cause cracks and breakage at the pivot point which could potentially cause injury.